Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to loss of capture. Also, high pacing thresholds were observed. The lead was discovered to be microdislodged on a consult review via telemetry. The lead was repositioned and a aziyo pouch was added the next day. Post-surgical revision threshold was at 0.6. This lead remains in service. No additional adverse patient effects were reported.